Event description:
A discordant low result for phenytoin (phny_2) was obtained on an advia 1800 instrument. The result was reported to the physicians. The customer received a higher result for free phenytoin. The customer reran the same sample on a different instrument and obtained a higher result. The corrected result was reported to the physicians.the patient was treated with additional dilantin based on the original low result.there are no known reports of adverse health consequences due to the discordant low phny_2 result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant phny_2 result was that reagent probe 2 was not seated properly. The fse reseated the probe.the instrument is performing within specifications. Further evaluation of the device is not required.